Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the fiber is broken within the outer flow tubing at open end. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits severe char on surface. The outer flow tubing open end wall exhibits minor scratch marks, and signs of melting. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
Analysis of the returned fiber revealed that the fiber is broken within the outer flow tubing at open end. There was no patient injury.